Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and discomfort. The pump was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. There were no additional patient complications reported.